Manufacturer narrative:
Investigation - evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures, and a dimensional verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed separation of the sheath from the cap. The dilator was not present. The flare was intact, and biomatter was noted throughout. The device measured 60.5cm in length from the distal end to the flare. Kinks were noted 15.5cm and 23cm from the flare. Shaft elongation was noted from 15.5cm to 38.5cm from the flare. No further damage was noted to the device. The flare and cap inner diameter measured within specification. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use, which warns, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." The IFU further advises, "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Based on the information provided and the examination of the returned product, investigation has concluded that device failure was likely due to the patient¿s reportedly scarred anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 03oct2019. As reported, the sheath was placed via the right femoral artery, the site of previous surgery and heavy scarring. Withdrawal of the device was met with heavy resistance. The sheath was withdrawn over a wire. The dilator was not inserted before sheath withdrawal. The sheath was removed via steady pull while grasped by the hub, at which time the hub separated. Following separation, the sheath was removed by a hemostat that was secured on approximately two inches of the sheath that had exited the skin level. No part of the device remained in the patient. No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: clinical specialty coordinator. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified up and over peripheral procedure involving the common femoral artery, the flexor raabe guiding sheath separated. Reportedly, the separation of the sheath occurred during the removal of the device. All sections of the sheath were successfully removed without any additional interventions or procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is not available at this time.